Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reported that she was so discouraged she couldn¿t see straight, it was not working. She had discomfort in her crotch since about 2 weeks after she got the implant. Later in the call patient stated at times felt like she had given birth and was sitting on the baby's head. She was informed by healthcare provider (hcp) that she probably has another bladder infection, so she called another hcp (infectious disease hcp) to get meds that she has had several times. She took 3-4 pills peridium, it did not do a ¿darned¿ bit of good. Patient stated she saw infectious disease hcp because she was allergic to many antibiotics. She had interstitial cystitis and when that kicked in, she loses control any control goes out the window. Patient wanted to know if it is possible the leads have shifted. She actually turned it up because she was not feeling it and then turned it up. She had uncomfortable stim. She had made an increase several weeks ago because she was not feeling it but before she increased, it was helping her symptom. She did not remember the setting prior to making the increase however, thought it was in the 3s. Patient confirmed therapy was on and at 4.6 on program 4 during the call. Patient indicated she had a fall however it was prior to getting her device. It was on mother day (B)(6) 2017. Patient stated on monday, she went in for yearly physical and they ran a urine test, it showed some white cells and some blood in her urine, they sent for culture but had not heard yet. It was also reported she got poor communication during the call when she first tried to decrease it. She changed the batteries and was successfully decreased to 4.5. She then reported feeling the pulsation and wanted to decrease further. She was successfully to decrease to 3 and stated it was now more comfortable and did not feel it. She wanted to leave stim at 3. She had an appointment in (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was wondering how to use programmer to check ins when they called. The patient also reported bladder symptoms returning on and off since implant. The patient thought about 50 percent decrease in symptoms on and off. The patient indicated that she was using the programmer the other day without the antenna and suddenly it felt like a sledgehammer hit her between the legs the other day. The doctor stated it could be from the bladder infection. It was mentioned that the patient had allergies for years. It was reviewed that the patient programmer showed that the stimulation was on and the patient had the ability to change programs and/or adjust stimulation. Stimulation was felt in the correct area. The patient was working with the doctor regarding the infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating their healthcare provider told them they could use their programmer. The patient was walked through changing to program 1 at 1.7 where stim was comfortable, and the patient wanted to try it there. The patient called the following day to ask to go up a couple of notches. The patient reported they ¿really did not feel it all night¿ and there was a difference in their symptoms. The patient increased to 2.5 and was sent a symptom diary and pocket guide. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that the patient had symptom improvement after their previous call in august. Additionally, the caller reported that two weeks after calling the patient had a stroke and was hospitalized for 4 days and since then everything has gone downhill and the patient's symptoms have returned. During the call stimulation was confirmed to be turned on and set to 3.0 on program 4. The patient initially encountered poor communication, but the issue resolved after changing the batteries in the patient programmer (pp). The caller was advised that the patient should follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and also indicated that the stroke affected the patient's eyes and the patient cannot drive. There was no allegation that the stroke was caused by or related to the implanted system or therapy. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported the patient had to see an infectious disease control doctor because they were allergic to many medications. They were prescribed cephalexin at 500 milligrams (mg) three times a day for three weeks, then would go back to the doctor. They started taking the medication on (B)(6) 2017 and thought the infection was better because their control was back. When they would have a full-blown bladder infection, when they stood up, it would come out. They were still having discomfort and had a feeling like someone hit them with a sledgehammer in their crotch. Their doctor said the discomfort was, probably, due to the infection. On (B)(6) 2017, it was reported that their back hurt from physical therapy.